Manufacturer narrative:
One 6fr angio-seal was returned for evaluation. One carrier tube assembly mated with the hemostasis sheath was returned. The plastic pouch was also returned. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. The anchor was completely exposed and visible at the sheath tip, consistent with non-deployment. No other visual anomalies were noted. For functional testing, the carrier tube assembly was moved into the full forward-lock position. The monofold fully collapsed onto the carrier tube. The carrier tube assembly was then moved to the full rear-lock position. The anchor fully posted against the sheath monofold. The anchor was then grasped and the suture extracted. The suture unspooled as intended but tamper tube did not exit the sheath. The sheath was cut and the presence of the tamper tube was confirmed. It was established that accumulation of dried blood led to obstruction which prevented the tube from coming out. According to angio-seal vip IFU on page 6 section b. Set the anchor, step 1 and step 2 verbally and graphically mention setting the anchor and insertion of carrier tube assembly in to the sheath. Page 7 step 6 mentions incorrect indicator alignment and provides direction to ensure the anchor is set correctly. Figure 11 graphically shows incorrect anchor deployment. Based on the available information and the returned device, the complaint is confirmed for a pullout event. The exact root cause cannot be determined but premature deployment may lead the anchor to not post correctly against the artery as shown in figure 11 of the IFU mentioned before. Other cases which may lead to pullout include subcutaneous deployment and incomplete execution of step 2 mentioned above. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an angio-seal device was placed in the right groin of the patient. The procedure was a lower limb angiography and pta (percutaneous transluminal angioplasty) on (B)(6) 2018. They did only a pta and used no stents. The doctor used an angio-seal 6fr device as normal. The device acted as usual, until the doctor pulled back the device. Then the whole package with anchor and collagen came out of the patient. Manual pressure was applied. It was reported that the patient was obese. There was no harm and no blood loss to the patient. The incident happened at end of the procedure.